Event description:
The user facility reported a malfunction involving a surguard 2 needle hub. The cap on the injection did not click into place, causing it to pop open and resulting in a needlestick injury. Additional information was received on 23 oct 2024: the safety needle was not activated against a hard surface as recommended. Instead, the person pushed the safety cover with her finger following the injection. It is unknown whether the needle was confirmed to be captured in the safety sheath both visually and audibly with a click. There is no information on whether the patient was impacted by the needlestick event post-activation, only the report of the needlestick itself. The healthcare professional required medical intervention, specifically bloodborne testing, as per employee health protocols.

Manufacturer narrative:
A2: age or date of birth: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot #: unknown (potential lots; 220809b, 200211b, 200219b, and 210126b). D4: expiration date: unknown (potential lots; jul 2027, jan 2025, jan 2025, dec 2025). D4: UDI: not applicable. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ims quality assurance. H4: device manufacture date: unknown (potential lots; 09-aug-2022, 11-feb-2020, 19-feb-2020, 26-jan-2021). The details of the actual condition of the sample were unable to be determined as it was not available for evaluation. Retention samples were visually inspected and found to be free of any damage or irregularities on the sheath and collar. Sheath activation was performed on the samples, and all passed. There was no issued nonconformity report related to human error during lot production. Our sg needles were assembled using a validated automated machine. No related nonconformance reports were issued during the production of the lot. During the collar assembly process, the hub fit is loosened from the protector before placing the needle into the collar. Prior to proceeding to the next process, the hub, cannula, and collar are pressed into the protector wherein a photoelectric sensor detects if the height of the protector is correct. Our safety needle features a hinged safety sheath attached to the needle hub. The safety sheath contains a locking mechanism that is activated when manually pressed over the needle immediately after use and just before disposal to minimize the possibility of sharps injury. The sg2 safety sheath is activated with a one-handed operation by pressing the sheath on a hard surface with a firm and quick motion. The collar undergoes an initial product inspection check (ipic) before mass production, during raw material change, mold maintenance, plant shutdown, cavity closure, and mold/product type change. Any molding defects that may affect product function are part of the inspection item. We also have a visual in-process and product confirmation inspection to ensure that the collar is in good condition. Visual in-process inspections are conducted during the manufacturing process to detect abnormalities on the product that may cause issues during sheath activation. The critical locking part of the sg2 product is checked for defects such as short shot, sheath collar fitting, and over or under insertion of the collar into the hub. We have functional tests conducted to confirm that our products are free of defects that would lead to difficulty or failure of device activation. We perform safety sheath activation during sg assembly inspection and outgoing inspection of finished products where cannula should be captured under the sheath's tooth. During the component fit test, we also check that the sheath lugs are securely attached to the collar ear. Before shipment, qc conducts outgoing inspections to check the overall condition of the products. Our safety sheath has undergone incoming inspection which includes visual inspection, dimensional inspection, and verification of certificate of conformity. This is the first time non-activation of the sheath complaint we received for the specific item code in the last two fiscal years. The problem is caused by a user error in which the device was activated using finger activation rather than hard surface activation. A review of the product's lot history file revealed no related issues that could lead to sheath activation failure. We have routine inspections to check the condition of the products. The components that are critical to the product's safety activation are checked to ensure that no defects occur that could result in sheath activation issues and needlesticks. We perform an outgoing inspection prior to shipment to ensure the overall condition of the needles. Our process is assured, and the complaint is unrelated to our manufacturing process. We recommend following the correct activation of the sg2 needle to avoid sheath activation failures and needlesticks. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. (B)(4).